Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 200cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 8/5/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/7/2019, mentor became aware that patient code "no code available" for generalized illness, for the left arm and shoulder pain, fatigue, and daily headaches that the patient also experienced, was erroneously omitted from the initial report. Reason for device explant and/or reoperation: generalized illness this medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).